Manufacturer narrative:
(B)(4).

Event description:
It was reported that an alert for an episode of non-sustained rv oversensing due to crosstalk was observed. Inhibition of pacing due to the crosstalk was also noted. The crosstalk was not observed in-clinic. Programming changes were recommended.